Manufacturer narrative:
The method code was updated to exclude "actual device not evaluated" and include "actual device evaluated" and "visual inspection." The results code was updated to exclude "no evaluation performed" and include "no failure detected" the conclusion code was updated to exclude "device not returned" and include "device incorrectly prepared for use or modified" the device was returned and received by aci. Visual inspection of the returned device revealed that there was no saline in the balloon. The balloon's distal tip was severely inverted, which indicated excessive tension was applied during pullback. The balloon was fully inflated with water after drawing vacuum and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also measured and was noted to be within specification. The review of the lot history record (lot f1534201) indicated there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynxgrip instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to pull through the arteriotomy. There is no evidence to suggest that the mynxgrip vascular closure device did not meet specification or perform as intended per the IFU. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (lot f1534201) indicated there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available, a supplemental MDR will be filed. See medwatch report #s 3004939290-2016-00066 & 3004939290-2016-00067.

Event description:
It was reported that after the balloon of the mynxgrip vascular closure device was inflated, during pullback to the arteriotomy, the balloon pulled through the 6f procedural sheath. The device was inadvertently removed losing access to the artery. During the preparation of the device, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. As reported, the stick location was medium. A second mynx device was attempted on the table with the procedural sheath but resulted in the same outcome; the balloon pulled through the procedural sheath. Manual compression was held for 10 minutes to achieve hemostasis with no complications. The patient's condition was described as fine and hospitalization was not prolonged as a result of the mynx event. No further information is available. This is report 2 of 2 for this event.